Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100-150 units of insulin. Additionally insulin was added resulting in the cartridge leaked. Customer¿s blood glucose level ranged between 238-420 mg/dl resulting in the customer feeling physically sick. Reportedly, a new cartridge was filled and loaded successfully.